Manufacturer narrative:
(B)(6)

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a misalignment in the touch position of the touchscreen. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) inspected the device on 13oct2025 during periodic maintenance and observed the issue. A touchscreen calibration was completed, but the issue persisted so the asp replaced the touchscreen to resolve the issue. Following the replacement of the touchscreen, the asp completed a comprehensive inspection, cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.